Event description:
The patient presented with bilateral common iliac artery aneurysms (no abdominal aneurysm). The plan was to place the bifurcated device and extend past the aneurysm to achieve seal. The (B)(4) bifurcated device was delivered and deployed. The physician had to leave the room for an emergency call, so the fellow took over (fluoroscopy was not used). Inner core removal was initiated and some resistance was felt. The fluoroscopy equipment was activated to discover the right limb of the bifurcated device had been pulled out of the right iliac and over into the left iliac completely. The physician converted to an aui into the right iliac combined with a fem fem cross over, leaving the bifurcated device in place. The patient tolerated the procedure and is reported to be doing well.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Inner core removal was done without fluoroscopic imaging. Per indications for use, fluoroscopic visualization during withdrawal is necessary to ensure that the stent graft does not move.

Manufacturer narrative:
(B)(4)